Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 20 mm promus premier drug-eluting stent (des) was deployed; however, during the procedure, a dissection occurred in the proximal lad. Subsequently, a synergy 4.00 x 16 mm des was deployed to treat the dissected area. The procedure was completed, and the patient was doing well and expected to fully recover.

Manufacturer narrative:
B5. Describe event or problem updated

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 20 mm promus premier drug-eluting stent (des) was deployed; however, during the procedure, a dissection occurred in the proximal lad. Subsequently, a synergy 4.00 x 16 mm des was deployed to treat the dissected area. The procedure was completed, and the patient was doing well and expected to fully recover. It was further reported that the target lesion was 85 to 90% stenosed, mildly tortuous, and mildly calcified. A semi-compliant balloon catheter was used to pre-dilate the lesion. The stent delivery system balloon was inflated, and the stent was fully deployed without any issues at 11 atmospheres. In addition, a non-compliant balloon catheter was used to post-dilate the stent at 16 atmospheres.